Event description:
The patient reported that during insertion process, the cannula came out of the wrong hole. Therefore, the pod could not be worn. No impact to the patient's blood glucose level was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The patient reported that during insertion process, the cannula came out of the wrong hole. Therefore, the pod could not be worn. No impact to the patient's blood glucose level was reported. Pictures were received from the patient on 17 april 2026 which showed the pod needle guard did not break off as intended, the pod cannula did not come out of the wrong hole.

Manufacturer narrative:
Pictures were received from the patient on 17 april 2026 which showed the pod needle guard did not break off as intended, the pod cannula did not come out of the wrong hole. B5 has been updated. Based on the additional information, the reporting requirements were not met. Therefore, this report is considered non-reportable. H6 medical device problem code - a150301 added. Remove a15. H6 component code - g04020 added. Remove g04019 and g04092.